Event description:
The customer reported being hospitalized. The caller was in a car accident, but he is unsure how the accident occurred or if it was due to high or low glucose. The caller stated that he was the driver of the car. The device was not damaged, and he has not got back on the insulin pump yet. Troubleshooting could not be performed as customer is not sure if the accident was caused by high or low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.